Event description:
One year after having the zenith renu device placed, the patient's aneurysm ruptured due to a type iii endoleak caused by the separation of the renu device from the pre-existing graft. The patient underwent an open surgical repair of the rupture, but expired post-operatively, due to multisystem organ failure.

Manufacturer narrative:
Evaluation: all patient's should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings, such as endoleaks, enlarging aneurysms, or changes in the structure or position of the endovascular graft should receive enhanced follow-up. An evaluation of this event found that it was caused due to anatomical changes in the patient over time, which caused the renu device to seperate.